Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a bad sensor alert. Customer also keeps getting a low threshold suspend alarm. Customer's blood glucose level is 155 mg/dl. The sensor kept saying that she was at 40 mg/dl or 42 mg/dl. Customer stated that she was eating glucose tablets to try to bring up her blood glucose level. Customer's blood glucose level was 155 mg/dl and after receiving some calibration errors, it went up to 222 mg/dl. Customer was advised to remove and change out the sensor. Customer declined troubleshooting for the threshold suspend and sensor glucose and blood glucose reading differences. Customer was asked to insert the sensor in the morning because otherwise, she will be up at night calibrating. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, showed the sensor passed with accurate readings. After testing it was concluded that the device operated within specifications.